Event description:
It was reported that during routine follow-up this right ventricular (rv) lead exhibited an increase in the pacing threshold (from 1.0 v at 4 ms to 5.0 v at 2 ms) as well as intermittent values in sensing, from 4.0 mv to greater than 25 mv. Pace and shock impedance were normal and stable. Physical maneuvers were performed and did not produce any signal artifacts. It was planned to obtain x-ray images as it was suspected that the lead had moved from its original position. Induction testing with possible lead revision was also planned. The rv lead remains in service at this time and no adverse patient effects were reported.

Event description:
It was reported that during routine follow-up this right ventricular (rv) lead exhibited an increase in the pacing threshold (from 1.0 v at 4 ms to 5.0 v at 2 ms) as well as intermittent values in sensing, from 4.0 mv to greater than 25 mv. Pace and shock impedance were normal and stable. Physical maneuvers were performed and did not produce any signal artifacts. It was planned to obtain x-ray images as it was suspected that the lead had moved from its original position. Induction testing with possible lead revision was also planned. The rv lead remains in service at this time and no adverse patient effects were reported. It was additionally reported that the physician elected to forego an x-ray and instead performed an induction test to evaluate the system integrity. Three attempts were performed and in each attempt the ventricular defibrillation (vf) was induced by delivering a shock to the patient on the t-wave. During the first two tests shocks were delivered at 36 joules and 41 joules respectively in standard polarity and the vf was not converted. The patient required external defibrillation at 200 joules. The third attempt delivered a 41 joule shock in reversed polarity and the vf was successfully converted. The reversed polarity was programmed as a permanent parameter for the system. A revision was not planned. No additional adverse patient effects were reported.